Event description:
The sales representative was informed that a slim-loc cervical plate had broken in half 14-months post op. It was reported that the plate was either thrown away of given to the patient.